Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in emergency room. Upon review, it was revealed that the implantable cardioverter defibrillator was post-paced t-wave over-sensing and delivered an inappropriate shock. Programming changes were made. Patient was discharged.